Event description:
It was reported that the patient had been sick over the course of nine weeks with covid-19, deep vein thrombosis, urinary tract infection, pericardial effusion, (B)(6), and sepsis. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. The patient was treated with antibiotics and received a new system approximately ten days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.